Event description:
During a laparoscopically assisted vaginal hysterectomy. It was reported on the 5th firing on ip ligament the tissue was placed halfway up anvil. When the instrument was fired there was no resistance from the handle. Instrument cut but did not staple. Staples in the tissue were malformed. Rep returning staples with instrument. Controlled bleeding with bipolar. No further instrumentation needed. No consequence to pt. This was an atb35 with a white reload.